Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The customer did not state any symptoms related to high blood glucose. Customer stated that they had insulin flow block alarm. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.